Event description:
Reporter states that the customer was passed out with blood glucose result of 267 mg/dl obtained on the advantage system. Paramedics were called, and result on their meter 5 minutes later was 27 mg/dl. The customer was treated with an IV (contents unknown) and taken to the hospital. Requested return of suspect device and replacement was sent.